Manufacturer narrative:
Continuation of d10: product ID a820 lot# serial# unknown implanted: explanted: product type software product ID hh90t01 lot# serial# (B)(6) implanted: explanted: product type mobile platform medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from the patient reported that when they try to bolus, it was taking a long time and lagged at 90 percent. Agent reviewed information and assisted the patient with clearing data. Patient was able to connect to the pump without issue. Patient will call back if further assistance is needed

Event description:
Information was received from a consumer regarding a patient receiving fentanyl via an implanted pump. The indication for pump use was non-malignant pain. The patient reported that they were allowed 4 boluses per day and when the device slowed down, one nurse helped them clear "cache". The patient stated that it was getting stuck at 90% and they had to move the communicator to connect. Per the patient, this had been an issue since the device was handed to them. During the call, the agent assisted the patient with clearing data after which the patient was able to connect to the pump much faster. The patient mentioned that they were supposed to get 4 bolused but sometimes they only had 3 boluses.

Manufacturer narrative:
Continuation of d10: product ID a820, serial #: unknown; product type software section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.